Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the clinic for a routine follow up. Attempts to interrogate the pulse generator were unsuccessful. No intervention was reported. The patient was doing fine.

Manufacturer narrative:
This report is to retract report 2017865-2015-30411, submitted on november 21, 2015. This device should not have been reported as a medical device report as this complaint was on a competitor's device and not on the st. Jude medical device as initially reported.